Event description:
Healthcare professional reported "deflation." Record is for right side. Device has been explanted and replaced. Hole on patch side observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported "deflation." Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as unidentified (tear). As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.